Event description:
It was reported the screen is dim. The keyboard, rear cord storage door, and screen latch also need repair. There was no patient involvement.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report of a faint display screen. Analysis did verify that there was a broken latch on the power cord bay door and a broken screen latch. It was also noted that the left keyboard hinge was broken and the right keyboard hinge screw was loose and the programmer had a noisy cooling fan.